Event description:
The customer reported the system had an x-ray disabled error and locked up. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were reseated and the power supply was replaced during the service call. The system was tested and found to to be working as intended and put back into service.